Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient was admitted to the hospital with signs and symptoms of stroke. A computed tomography (CT) scan was performed which revealed an embolic stoke. It was reported that all symptoms were resolved. The device was not returned for evaluation as it remains implanted. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a (B)(6) male patient was emergently brought into the emergency room (ER) with right sided weakness, slurred speech, disorientation, and slight right-sided facial droop. The international normalized ratio (inr) on admission was at 2.5. A head computed tomography (CT) scan revealed an embolic stroke. A member of the medical team reported that all symptoms were resolved on (B)(6) 2014. The pump remains implanted and was not returned to the manufacturer.